Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed button error and alarm could not be cleared. Customer was doing work around the house and it was pretty warm; she bent over and thinks that some of buttons might gotten pressed. Blood glucose value is 93 mg/dl. Nothing further reported.